Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8711, implanted: (B)(6) 2021, product type: catheter. The manufacturer's representative who originally reported this event is from (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving 2000 mcg/ml of lioresal 320 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced a confirmed increase in spasticity. It was noted that the patient had a possible plugged catheter as the location of the issue was noted to be the catheter tract. No information was received regarding the actions/interventions taken to resolve the issue. No medical or surgical interventions were needed to prevent a permanent impairment of function. The event did not lead to or extend a patient hospitalization. There was no injury as a result of the event, the patient's status was listed as "alive - no injury". The event was not considered resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 8711 (B)(6) implanted: (B)(6) 2021 product type catheter. B5, section e, g2: corrected to reflect the report that the initial reporter is a healthcare provider. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal 320 mcg/day via an implantable pump. On (B)(6) 2021 , it was reported that the patient experienced a confirmed increase in spasticity. It was noted that the patient had a possible plugged catheter as the location of the issue was noted to be the catheter tract. No information was received regarding the actions/interventions taken to resolve the issue. No medical or surgical interventions were needed to prevent a permanent impairment of function. The event did not lead to or extend a patient hospitalization. There was no injury as a result of the event, the patient's status was listed as "alive - no injury". The event was not considered resolved at the time of the event. Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-jul-02. It was reported that a catheter study or test was not performed to troubleshoot the issue. The hcp decided to change the catheter because it was "very old". The issue was considered resolved following the replacement of the catheter.